Event description:
Surgeon reported: a xomed endotracheal ear nose throat tube was used. Case was a long 10-14 hours. Nearing end of case, the pt experienced breathing difficulty, resulting from edema of endotracheal tube into the lung branch, as the tube was too deep. Pt was sent to recovery and re-admitted for chest drainage, due to a single collapsed lung, chest drains were placed, pt recovery was fully made.